Event description:
The pt had a history of urinary incontinence and a urinary sphincter that had been working reasonably well for the past ten years but recently failed. The pt was recently admitted for the removal of the old sphincter and a replacement with a new one.